Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and barbed suture was used. The needle was detached from the suture during use on the dermis. It was not a control release needle. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - please provide lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one detached needle and one suture piece outside its packaging. Upon visual inspection, of the returned sample, the swage and attachment area were noted to be as expected. Marks on the body and the edge needle that appears to be by a surgical instrument could be observed. The suture was examined, and crimping marks near the swage area, body fluid on the surface of the suture, and the extremes were observed to be cut possibly caused by a surgical instrument. As per the conditions of the returned sample, no functional test could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.